Event description:
It was reported while using bd® needle 27 g x 1 1/2 in. Single use, sterile the needle was clogged. There was no report of patient impact. The following information was provided by the initial reporter: customer was performing a test method validation and saw an atypical result suspected to be from the needle as further investigation showed signs of an occlusion.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 21-sep-2023. H6: investigation summary: it was reported the needle showed signs of an occlusion. To aid in the investigation, one sample was received. A visual inspection was performed, and no defects or imperfections were observed. The sample was then connected to a syringe with saline solution. The solution expelled with a normal flow. As the lot provided is 'unknown,' a device history record review could not be completed. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed and a probable root cause could not be determined.

Event description:
It was reported while using bd® needle 27 g x 1 1/2 in. Single use, sterile the needle was clogged. There was no report of patient impact. The following information was provided by the initial reporter: customer was performing a test method validation and saw an atypical result suspected to be from the needle as further investigation showed signs of an occlusion.

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. E.1. Address information was not able to be obtained, therefore, nj was used as a place holder. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.